Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's a1c level has gone up since using the pump. Although requested, no additional information was provided regarding the reported issue.